Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a training from a zoll rep to put the autopulse platform (sn (B)(4) into service, the customer placed the manikin on the autopulse platform. The platform sized the lifeband down to the manikin, performed one compression, and displayed user advisory (ua) 02 (compression tracking error) error message. This was repeatable over and over. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 02 (compression tracking error) error message was confirmed during the review of the archive data but not during functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. The likely root cause for the (ua) 02 error was due to the size of the mannequin used during the reported event. The archive data revealed that the mannequin used was small and light in weight. To have a successful take-up, a requirement of at least 6lbs of the load is applied to the load plate. Otherwise, the autopulse platform displays (ua) 02 after the user presses the start button. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data indicated (ua) 02 on the event date; thus, confirming the customer's reported complaint. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors did not see the expected increase in load. The archive revealed the take-up target and (max load sum exceeded 42 lbs. Calculated [count/2.52/2.2=kilos]) confirmed the size of the patient/object is too small and light in weight during the take-up. The autopulse platform passed the initial functional test without any fault or error. The (ua) 02 was not duplicated during functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. Following service, the autopulse platform passed the final testing without any fault or error. Since the customer has received a replacement platform, the autopulse platform (sn (B)(6)) will be stored for future refurbishment sale order requests.